Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no major signs of external damage to report. Functional testing found relief there was a low pressure/disconnect continuous alarm after the initial power-on self-test while gas supply was connected with 15cmh2o backpressure applied. The complaint was confirmed. The interface printed circuit board (pcb) was found faulty. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the interface board and faulty main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced MRI battery, sintered filter, o ring and o ring washer for the pm. Replaced illegible serial number label. Performed pm, recalibrated unit, cleaned and affixed new service label., corrected data: d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the device was powered on, and the alarm alerted for "battery". Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.